Event description:
The deep brain stimulator systems were removed due to infection. Reference mfg report 3004209178201010430. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).